Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
The patient was implanted with a distractor on (B)(6) 2013. The patient went in for a regularly scheduled distraction on (B)(6) 2013. On that date it was determined that the distraction was not taking place as planned. A CT scan was performed and revealed a break of the 1.5mm mesh foot plate of the device. The patient was returned to the operating room on (B)(6) 2013 for removal of hardware and revision to a new distractor. The surgeon then created a new osteotomy and tested the new distractor to make sure it worked properly. The surgeon also removed a piece of bone that was prohibiting distraction. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
The manufacturing evaluation for part number 04.315.303, 1.5mm mandible mesh foot c-type for cmf distractor, lot number 6873093 showed the mesh plate was received in 3 pieces. Piece 1 - hole boss of mesh plate attached to 04.315.064 distractor with 4 holes of mesh plate. This piece was received with cuts and scratched anodize indicative of use. The laser marking is legible. Piece 2 - the three complete hole part of mesh plate - has scratched anodize and cuts indicative of use. No laser marking. Piece 3 - the six complete hole part of mesh plate - has scratched anodize and cuts indicative of use. No laser marking. The manufacturing evaluation for 04.315.303, 1.5mm mandible mesh foot c-type for cmf distractor, lot number 6873093 showed that dimensions l1 - plate thickness, l6 - plate hole spacing, d1 - plate hole diameter, g1 - true position of plate holes to outside surface, vendor data and material were conforming. The l2 - boss counterbore depth, l3 - boss wall thickness, l4 - boss length, l5 - boss height, and f1 - functional - hole boss location dimensions are unobtainable due to the assembled condition of the footplate. The complaint is indeterminate because so many features cannot be measured to determine if there is a manufacturing cause for the complaint condition.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
On (B)(6), 2013 the patient went to the operating room (or) where he underwent two procedures: 1. Right mandibular ramus osteotomy and 2. Placement of internal nerve distractor. He was discharged home on (B)(6), 2013. The patient started distraction of about one millimeter for three weeks. Extension arms were removed on (B)(6), 2013. The patient came in on (B)(6), 2013 and the surgeon believed there may have been a relapse of distraction due to the device or trauma. On (B)(6), 2013 a maxiofacial CT was done to evaluate the bone graft after mandibular distraction. Per the user facility medwatch, at one point the patient came into the clinic because the distractor would not move. The surgeon brought the patient back to surgery under fluoroscopy and was able to get the distractor to move. On (B)(6), 2013 the patient had another procedure. The patient was taken to the or for right mandibular ramus osteotomy and placement of distractor; externalization or adjustment of the distractor arm. Device seemed to be working so was not removed. The surgeon attached extension arms to distract with same device. He was discharged with instructions "start distractor tomorrow, 3 turns in a.m. And 3 turns in p.m." A few days later the patient came back because they distractor wouldn't move. That was when the hardware was found to be broken. The patient's mother indicates she followed those instructions but on (B)(6), 2013, the distractor would not turn. She contacted the surgeon who saw the customer on (B)(6), 2013 for a follow up at a clinic. On that date it was determined that the distraction was not taking place as planned. He took a panorama x-ray and showed that the 1.5mm mesh foot of the device was broken. The x-ray showed the foot plate had separated from the distractor arm on the inferior aspect. The surgeon scheduled the patient for surgery on (B)(6), 2013. It was reported that the hardware was removed on (B)(6), 2013. On (B)(6), 2013 the patient was taken to the or for removal of hardware due to the footplate separating from the distractor arm on the inferior aspect. The previous incision was marked approximately 5 cm by 8 mm. The extension arm was coming out of the middle of this incision; there the surgeon decided to excise it stating it was most likely to colonize bacteria and not wanting to contaminator the next distractor. The patient had three procedures done at that time: 1. V osteotomy of the right manibular ramus, 2. Removal of previous failed distractor with new distractor, and 3. Excision of tethered scar approximately 5 cm by 8 mm. Surgeon removed all hardware and put in new hardware. Surgeon then created new osteotomy and tested new distractor to make sure it worked properly. Surgeon has also removed piece of bone that was prohibiting distraction. The procedure was successfully completed. The patient was taken to recovery in stable condition, and discharged (B)(6), 2013 and instructed to begin distraction on tues (B)(6), 2013. The patient had another follow-up clinic visit with the surgeon on (B)(6), 2013. Current status is unknown but it is known that the patient treatment was extended due to the breakage of the hardware. Bone growth was lost/disrupted.

Manufacturer narrative:
Additional narrative: product development event evaluation: the bc distractor body end (part number 04.315.064, lot number 7056051) was returned with the 1.5 mm mandible mesh foot b-type for cmf distractor (part number 04.315.302, lot number 7004799), 1.5 mm mandible mesh foot c-type for cmf distractor (part number 04.315.303, lot number 6873093), removable extension arm-flex 30mm for cmf distractor (part number 04.315.125, lot number 7100976), and 8 screws labeled part number 400.056e, lot number unknown. The first issue is the distractor body failing on (B)(6) 2013 and the second issue of the discovery of broken foot plate on (B)(6) 2013. Part number 04.315.064 - as stated in the complaint, noted by the surgeon there may have been a relapse of distraction on (B)(6) 2013. Part numbers 04.315.302 and 04.315.303 - per the complaint, on (B)(6) 2013, the patient returned to the operating room (or) due to the fact that the distractor would not move. During that procedure, an osteotomy was performed and the surgeon attached new extension arms to distract with the same footplates. Per the complaint, on (B)(6), it was discovered via a panorama x-ray that the b-foot plate was broken. As a result, the old hardware was removed and a new hardware system was implanted. During that procedure, it was noted that a piece of bone was removed because it was prohibiting distraction. The b-plate was returned in a total of three pieces. One piece of the b-plate broke into two pieces. The c-plate was also returned in three pieces and it appears the device was cut during removal due to clean breaks/shear marks that may have been caused by a cutter. Therefore, based on the stated facts of complaint and returned product, there are two most probable root causes for breakage. First, the footplates were subject to two distraction periods which could potentially cause metal fatigue causing the footplate to break after the second distraction started and second if a piece of bone was prohibiting distraction, excessive force may have been placed on the b-footplate. As a probable result, the metal snapped causing a piece to separate from the distractor arm (figure 1 tab in pd 63903_04.315.064_04.315.302_04.315.303_04.315.125_will not distract file). A review of drawing 04_315_302, rev. C was conducted. The material and design are adequate for its intended use and did not contribute to complaint. Therefore, from a design stand-point, this complaint is invalid. Although the true root cause for breakage of footplate is unknown, which is what caused the patient to have a second procedure, the complaint from a design stand-point is indeterminate.

Manufacturer narrative:
Device was used for treatment, and not diagnosis. User facility reported date of event as (B)(6) 2013. Manufacturer, synthes, maintains that the date of event is unknown as no evidence establishes the exact break of the implant. A review of the device history records was performed and no complaint related issues were found. Patient gender is male according to intake documents.

Event description:
User facility medwatch received 12/10/2013. Only corrected and additional information will be provided.